Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. We were unable to confirm adhesive anomaly due to sensor was returned opened and used.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 239 mg/dl. The current sensor glucose value is 128. The sensor glucose and blood glucose is not within acceptable range. The customer was to remove and replace the sensor. Customer was advised to use additional taping. Customer was advised that we will ship a replacement sensor. Customer is satisfied.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. We were unable to confirm adhesive anomaly due to sensor was returned opened and used.